Manufacturer narrative:
Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted - death". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if reported patient death is related to filter. Tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2009. It is alleged that the plaintiff was injured without further explanation. It was alleged that plaintiff expired without further details. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 25apr2018 as follows: pt allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to multiple dvt's and pulmonary embolisms. Pt is alleging vena cava perforation and organ perforation. Pt. Further alleges recurrent deep vein thrombosis since the filter was placed, continuous pain around site, a piece of blood clot that migrated to his lung and had to be removed and numerous hospitalizations. Additionally, it is reported that patient stent placement (2013), infected stent (2013) and infected thrombus and stent (2013). The date of (B)(6) 2017 is reported as the pt.'s date of death with no further details provided.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As per a CT scan performed on (B)(6) 2013, it states, " occluded right common and superficial femoral vein with likely occlusion of the popliteal vein. The right sfa also appears occluded. " per CT, (B)(6) 2012: " post surgical changes at the bilateral groin with evidence of a proximal right superficial femoral artery stent." Per CT, (B)(6) 2013: " occluded right common and superficial femoral vein with likely occlusion of the popliteal vein. The right sfa also appears occluded. " per CT, (B)(6) 2014: " ivc filter with multiple legs perforating the wall of the ic and contacting intra-abdominal structures."

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip - vc & organ perforation, dvt, pain, pe, stenting & infection, patient death'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported pain is directly related to the filter. Unknown if the reported stenting and infection are directly related to the filter and unable to identify a corresponding failure mode at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.